Manufacturer narrative:
(B)(4).

Event description:
It was received information stating that an 840 ventilator had a loss of communication while in use on a patient. Customer has no report of patient injury.